Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture corrosion was evident inside the battery compartment and on the battery cap spring. No crack was observed with the casing and the leak test did not show any leak on the pump casing. The threads on the battery cap were stripped and the cap was unable to secure properly onto the pump. A test battery cap was used for the evaluation and the pump powered up and functioned properly. All the buttons responded normally. The pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.